Manufacturer narrative:
Updated sections: g-4, g-7, h-2, h-6, h-10. Correction: h-6: "device discarded" to "device not returned". Trackwise ID # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w.power supply, it was no power from the generator. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w.power supply, it was no power from the generator. A replacement device was used to complete the procedure. The hospital did not report any patient effects.